Manufacturer narrative:
(B)(4). Date sent: 10/31/24. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Lsa reported no. Vibration indicating lockout, staples deployed and surgeon reported the issue occurred just after the renal vessels. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? They did not indicate this scenario. Or, did the device fully fire and stop during the automatic knife return? They did not indicate this scenario. Was there any difficulty opening the device? They said yes. If yes, how was the device removed from the patient? Manual release after other options were unsuccessful indicated above. If yes, did the jaws eventually open? Yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic nephrectomy, while they were firing across renal artery, they noticed a funny feeling (felt like it was cutting and not stapling) 2/3 of a way down during fire sequence using a white reload. They found it challenging opening the device. They used home button, removed/replaced battery, and then used the manual release successfully. Through the incision the device was seen to have a bent portion of the anvil. The patient did have prior hip surgery and metallic clips weren't used. Reason for bent anvil was unknown. They repositioned the stapler 3-4 times initially. They didn't experience any additional resistance closing the device and didn't anticipate any abnormal thickness. There was no patient harm.

Manufacturer narrative:
(B)(4). Date sent: 11/25/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 12/16/2024 d4 batch #c9ed4x corrected data d4: UDI# investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the anvil bent upwards and with one gst60w reload loaded in the device. The reload was received fully fired and with damage on reload deck. The damage to the reload is consistent with the device being clamped over a hard object. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. After further evaluation, the analysis showed the knife wings were broken off. Only one wing of the knife was returned for analysis. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9ed4x, and no non-conformances were identified.